Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot (s) was reviewed and all passed qa inspection. 1 representative sample was returned. Based on visual inspection, there was no abnormality observed on the sample. It was reported that "big tear in balloon". Attempts to inflate and deflate the balloon catheter using distilled water were easy and smooth. The balloon can be inflated and deflated without any issue. There was no abnormalities or design irregularities observed on the returned samples. The balloon was inflated again with l0ml of distilled water. It was left on workbench for 1 hour under observation. Upon completion of the observation period, balloon was still in inflated condition. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted on the representative sample, it is observed that there was no occurrence of balloon burst or leak. Therefore, this complaint could not be confirmed as stated.

Event description:
It was reported that there was a big tear in the balloon. Patient uses syringe suby g. Additional information: syringe suby g is the bladder syringe; the balloon was inflated with 10cc.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a big tear in the balloon. Patient uses syringe suby g. Additional information: syringe suby g is the bladder syringe; the balloon was inflated with 10cc.